Manufacturer narrative:
Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pca administration kit cracked and leaked. The following information was provided by the client: "patient had a pca and the connection port between the pca and the primary ivf cracked and leaked. Per rn report, this was the 2nd patient that she has known this to happen to."

Event description:
It was reported that the bd alaris pca administration kit cracked and leaked. The following information was provided by the client: "patient had a pca and the connection port between the pca and the primary ivf cracked and leaked. Per rn report, this was the 2nd patient that she has known this to happen to."

Manufacturer narrative:
H6: investigation summary: a complaint of a connection port cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10800175 because a lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.